Event description:
Surgery was performed in 2004, 3 weeks later experienced, severe pain in incision area, sutures were pushing their way out of pt's body. Pt is experiencing joint and muscle pain. The surgeon used vicryl sutures. Pt is still till this day experiencing great pain in the area and surrounding area of surgery. And sutures are still being pushed out of a closed incsion.